Event description:
I was in chiropractor's office receiving decompression treatment for lumbar spine on vibro-trac decompression table. Plastic fastener on cable broke under tension on the table. This caused the head traction bar to swing up and strike me in the head. It caused lacerations and contusions in 3 different areas of the scalp. I went to a nearby urgent care center for evaluation. The machines are made by pneumex inc. Of sandpoint, idaho. The device is in the chiropractor's office in (B)(6). Device is in the chiropractor's office; it is not a portable device and not intended for consumer use.